Event description:
It is reported that the surgeon was not able to separate the neck from the stem. All extraction devices were utilized. The neck and the stem were left in the patient. The cup and liner were removed and replaced with a new liner and head, due to dislocation.

Manufacturer narrative:
Eval summary: it is possible that the taper between the neck and stem is deeply engaged due to medium build of the patient (B)(6) who had bore weight on this joint for approximately 1 year and additionally was described to have a medium activity level. This deep engagement could prevent the neck extractor hook and neck extractor collet assembly from applying the necessary forces to remove the neck. Based on the provided information the exact cause of the complaint or device failure cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.